Manufacturer narrative:
A direct correlation between left ventricular assist system (lvas) and the reported events could not conclusively be established through this evaluation. The submitted system controller log file contains data from (B)(6) 2017 07:16:34 pm through (B)(6) 2017 01:22:35 pm. The pump appeared to have operated as intended above the low speed limit with no atypical alarms throughout the duration of the log file. No adverse events were observed in the captured data. Stroke and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 9 months . The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was admitted due to possible stroke. Lvad parameters were stable, inr was 2.9, and lactate dehydrogenase (ldh) was 596 u/l. CT angiography showed sub-occlusive thrombus in the right middle cerebral artery (rmca). The patient was not provided any treatment. The transient rmca ischemia resolved. The patient was discharged home on (B)(6) 2017. Patient history included transient ischemic attack (tia) and elevated ldh up to 1600 u/l without thrombus, previously unreported to the manufacturer.